Event description:
During the procedure, a pericardial effusion occurred. Following radio frequency application, changes in the patients heart rate were noted and the patient became hypotensive. A pericardial effusion was diagnosed in the left ventricle. A pericardiocentesis was performed to stabilize the patient and the patient is under observation. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion was reportedly due to the way the doctor advanced the catheter into the left ventricle.